Manufacturer narrative:
The field service engineer (fse) inspected the module and no issues were detected. A test version was updated. The customer did not report any other issues. Based on the information provided, the investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable low creatinine jaffé gen. 2 results from 17 patient samples tested on the cobas integra 400 plus. Please refer to the attachment "(B)(6) in the medwatch for the table containing the highlighted questionable low results that did not match the patients' histories.